Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue could not be confirmed and the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, a penumbra system ace 68 reperfusion catheter (ace68) became kinked upon removal from the packaging. The damage to the ace68 occurred prior to use; therefore the ace68 was not used in the procedure. The procedure was completed using a new ace68.